Manufacturer narrative:
The failure investigation has been completed and the alleged battery not holding charge issue was verified. Additionally the alleged touchscreen issue could not be verified. A different issue was also identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was depleting quickly. Reportedly, the contact performed a pump reset to resolve the issue. Additionally, the pump touch screen was intermittently unresponsive. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.